Event description:
It was reported that the patient experienced recurrent nocturnal low blood glucose, including a documented low of 40 mg/dl, with continued downward trends despite treatment with oral carbohydrate (soda) and device low glucose alerts. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance or medical intervention. Outcomes included self-management with oral glucose and no hospitalization. Investigation included troubleshooting and education regarding potential causes of low glucose and preventive measures, along with notification to a field team for follow-up. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.